Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt states their stimulator seems not to be functioning properly. Pt reports significant weight loss the past few months stating they have lost about 50-70 pounds. Pt reports that when the battery goes down to 30% they can feel it not working, but now the last few a days their back pain and pain going down their right leg has been getting worse and today even with the full charge the pain is still the same.